Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma post implant procedure which is now resolving. Patient also experienced shortness of breath and fatigue following exercise. It was noted the rate response on the implantable pulse generator (ipg) did not respond appropriately and high thresholds were noted on the right atrial (ra) lead. Reprogramming was completed on one or more occasions. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.